Manufacturer narrative:
Should the device be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this lead was surgically revised. During the revision, the helix would not extend. The lead was explanted and was to be returned. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analysed. The lead was returned with the helix extended. Testing revealed the lead to be electrically continuous. The helix was determined to be stuck.

Event description:
Subsequently the lead was returned.